Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. On the distal portion, an insulation abrasion exposing the outer coil was noted at 21.4 cm to 21.7 cm from the distal cut end. The abrasion was consistent with exposure to constant friction to the device can. (B)(4).